Manufacturer narrative:
Evaluation summary: the disributor service found out, that the lcb is reduced. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image is to dark, reason is a reduced lcb. This event occurred at the time of during inspection. There was no report of patient harm.